Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together. The blood inlet holes were examined, and no obstruction was observed. Small kinks were observed at the inlet holes as well. No other damage or deformation to the returned device was observed. Functional testing was performed by injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with the device function. The complaint was able to be confirmed for positioning issues. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an incomplete/improper insertion to the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 7fr sheath was used for a percutaneous coronary intervention (pci), and the angio-seal device was used for hemostasis. There were no issues until the guidewire was inserted and the sheath was removed. When the assembly was inserted into the artery, it could not be inserted deep enough as usual. Also, no backflow of blood was observed from the drip hole, and there was oozing of blood from the joint part of the locator and the insertion sheath where the hub of the locator and sheath cap was mated. The use of the device was discontinued, and another angio-seal device (6fr) was used to continue the procedure. Manual compression was also applied for hemostasis. Subsequently, hemostasis was successfully achieved by the second device and manual compression. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.